Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to arm moved unintendedly. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. A review of the site's system logs was performed by post market quality engineering for the reported procedure date of 26-dec-2025 on system sk5813. Investigation revealed the following possible related errors: 22020 - inserted tool failed to engage. The results of the log review align with sfdc procedure ID 28129541. A review of the system error log was performed, which indicates that the wrist pitch axis failed to engage multiple times on usm 3. The initial error (23098) that was noted from tse is not relevant to customer complaint as that occurred 21 minutes after end of procedure. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The motion encountered was that it moved on its own. It felt like it was pulled toward the direction which the surgeon tried to move. When it moved in the caudal direction, it felt like the instrument was pulled toward the pelvic direction more than expected. There was no shakiness and/or friction experienced/observed and no injury to the patient.

Event description:
It was reported that after a da vinci-assisted sub-total gastrectomy surgical procedure, the instrument arms move unintentionally. The technical support engineer (tse) reviewed the system logs and found a related error 23098 on the universal surgical manipulator (usm4). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) found error 23098 on universal surgical manipulator (usm4) which shortly recovered after the unintentional movement. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23098 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.